Manufacturer narrative:
The device was returned to olympus for inspection and diagnosis. The repair center was able to confirm the failure of faulty device being sent for inspection and found the following cause: the cable unit of the device is damaged with a longitudinal cut on the cable. A root cause could not be identified, but based on the results of the investigation, it is likely that the following led to the malfunction: the cable unit of the device is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the camera had exhibited a cut and further external damages on its cable unit. There was no report of any patient involvement.